Event description:
The user facility reported that part of the guidewire was sheared off inside the pt when the physician was pulling the guidewire back through a metal entry needle. Follow-up info confirmed that: the detached material was successfully removed; the procedure was completed successfully with a second guidewire; and the pt is reported to be fine.

Manufacturer narrative:
The involved device was not returned by the user facility and the lot number is not known. Therefore, the investigation was conducted based upon a review of info provided by the user facility. Results - based upon a review of info provided by the user facility. Conclusions - based upon review of info provided by the user facility. The involved device was not returned for eval. The user facility was not able to confirm the lot number of the involved device, which limits quality record review. There is no evidence that this event was related to a device defect or malfunction. The event description is consistent with damage to the glidewire's coating due to incorrect user technique involving manipulation of the guidewire against a sharp surface, such as along the bevel of the metal entry needle that was used during the procedure. The instructions-for-use do address the potential for such an event by stating in the warnings/precautions section that inappropriate manipulation of the glidewire under certain conditions may result in damage or separation of the polyurethane coating. For example, "do not manipulate/withdraw the glidewire through a metal needle/metal dilator. Manipulation and/or withdrawal through a metal needle/metal dilator may result in destruction and/or separation of the outer polyurethane coating requiring retrieval." In addition, the IFU states, "when using a drug or a device concurrently with the glidewire, the operator should have a full understanding of the properties/characteristics of the drug or device so as to avoid damage to the glidewire." All available info has been placed on file in quality assurance at the manufacturing facility for appropriate tracking, trending and follow-up.